Event description:
It was reported, the pt expired. The pt, who was morbidly obese, was vomiting and collapsed at home. It was noted the pt had a history of etoh and possibly had an arrhythmia. No cause of death was reported, although the death appeared unrelated to implanted system. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.